Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra meter had reverted to the setup mode. The pt indicated that the alleged issue started on (B) (6), 2010, at an unspecified time during the night time. Several hours after the alleged issue began, the pt claimed that she developed a symptom of shakiness. The pt administered self-treatment by drinking orange juice. The alleged issue was not resolved with troubleshooting. The pt was sent replacement products. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a symptom suggestive of severe hypoglycemia after the alleged issue began.